Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemia incident while using the ilet system and was advised by the clinician to perform a factory reset, after which insulin delivery resumed. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-management without escalation of care. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed successful device recovery following a factory reset with continued insulin delivery. It was concluded that the event involved hypoglycemia with an undetermined cause, and the device functioned as intended after reset. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.